Event description:
It was reported that the pt had ams sparc sling and another non-ams sling implanted on (B)(6) 2007 and (b)(60 2009. It was alleged by the plaintiff's attorney that the plaintiff experienced "pain, suffering, and discomfort, both mental and physical in nature." No additional details were provided at this time.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.